Event description:
The patient had a radial arterial catheter placed. An attempt was made to remove the catheter approximately two weeks later. The suture holding the catheter in place was cut. The hub and approximately 1/4" of the catheter was removed. Approximately 1 and 1/2" of the catheter remained in the patient. The patient had to go to the operating room (or) to have the portion of catheter removed.